Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope was having difficulties with passing fluids through the instrument channel. The issue was found after an unknown procedure, during reprocessing of the device, when an obstructed channel error was displayed and the reprocessing not completed.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b3 event date, b5 event description, e2 health professional, e3 occupation, g2 report source, g6 type of report, h2 follow-up type, h4 manufactured date. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation could not be confirmed. Additionally, the device evaluation found the nozzle was clogged, the angulation wires were stretched, the adhesive on the protective coating of the bending portion of the device was cracked, the insertion tube was caught and pinched indicating deformation, the universal cord was damaged, the light guide lens was chipped, the distal end of the device was cracked, and the control body was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope was having difficulties with passing fluids through the instrument channel. There were no reports of patient harm.